Manufacturer narrative:
(B)(4)-a lot number was received for the device listed in this reportabe complaint. A device history record (DHR) review, raw material history files, and the sterilization batch records for the listed manufacturing lots showed no recorded quality problems or rejections related to this incident.

Manufacturer narrative:
(B)(4). Follow-up report to be submitted upon completion of the investigation.

Event description:
It was verbally reported that the cuff came off the catheter at the time of placement. No patient injury. Sample available.